Manufacturer narrative:
The user facility declined to provide information regarding medical treatment for the employee subject of the reported event. No report of an aborted cycle. A steris field service technician arrived onsite, inspected the unit, and was unable to identify any issue with unit. The unit did not malfunction. Unrelated to the reported event, the technician replaced a baffle clip on the inside of the unit's chamber. The unit was tested, confirmed to be operating according to specification, and returned to service. The employee was not wearing proper ppe. Section 1 of the operator manual for the v-pro max sterilizer states, "any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." Also, "when handling hydrogen peroxide, wear appropriate personal protective equipment ... And observe all safety precautions." Section 6 of the operator manual states, "steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." Steris has offered the user facility in-service training regarding the proper ppe and the use of their v-pro max sterilizer but the user facility has declined.

Event description:
The user facility reported that an employee was removing an instrument pack after a completed v-pro max sterilization cycle and obtained a burn. The employee sought medical treatment for reported injury and resumed normal work duties.